Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2303 is being used to capture the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported green urine. The physician performed a gastroscopy examination on (B)(6) 2024 it was found that the balloon was punctured and deflated. The balloon was removed, and a new balloon was implanted. After removing the balloon, some blue fluid came out of the patient's mouth that leaked from the balloon. The patient was prescribed augmentin 875mg x2 for 3 days and takes nexium. The patient's condition at the conclusion of the procedure was reported to be well. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported green urine. The physician performed a gastroscopy examination on (B)(6),2024 it was found that the balloon was punctured and deflated. The balloon was removed, and a new balloon was implanted. After removing the balloon, some blue fluid came out of the patient's mouth that leaked from the balloon. The patient was prescribed augmentin 875mg x2 for 3 days and takes nexium. The patient's condition at the conclusion of the procedure was reported to be well. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Additionally, the orbera365 system is indicated for: temporary use for weight loss in obese patients (bmi 30-50) who failed to achieve and maintain weight loss with a supervised weight-control program. Since the device was used in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label, the most probable cause of cause traced to intentional off-label, unapproved, or contraindicated use is selected for the reported code of use of device issue-misuse.

Manufacturer narrative:
The returned orbera365 intragastric balloon system was analyzed, and the device was returned to boston scientific corporation with the balloon deflated, a hole in the balloon and blue in color, most likely with methylene blue, however, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. The balloon was returned with a hole. Most likely from the physician technique (forced applied) which resulted in damages of the device. This event has been catalogued as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. With all the available information, boston scientific concludes that the reported event of deflation problem was not confirmed. The most probable cause is "known inherent risk of device". Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2303 is being used to capture the reportable event of medication required.